Event description:
Shortly after trial implant procedure, the patient reported paralysis of the lower left leg and was admitted to the hospital. The surgeon discovered and treated a hematoma. The patient's trial leads were explanted. The patient has reportedly been released from the hospital and is doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.